Event description:
It was reported to philips that the battery, which had been in storage, would not charge and failed to calibrate. There was no reported patient or user involvement and no adverse patient / user impact.

Manufacturer narrative:
Updated section with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect failure analysis results and component return.

Event description:
It was reported to philips that the battery, which had been in storage, would not charge and failed to calibrate. There was no reported patient or user involvement and no adverse patient/user impact. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received without any charge but was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. After charging the battery, the unit operating on battery power only (ac power removed) was able to successfully deliver all attempted shocks and the delivered energy was measured within passing range. The battery was also successfully calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, the reported issue could not be verified.